Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062781) in united states on 29-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Concomitant medication included: vitamin d (colecalciferol), fish oil, vitamin c (ascorbic acid), and biotin. After insertion, the consumer experienced severe pain in left side, metal taste in mouth, joint pain, joint stiffness, heavy periods, hair loss, migraines, weight gain, bloating, and chest pain. Event date was reported as (B)(6) 2011 (not specified). Essure was removed on (B)(6) 2016. Follow-up received on 07-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically spontaneous case report received from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pain in left side, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and around 5 years after insertion consumer had the essure coils removed. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.